Manufacturer narrative:
H3: one device was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found the constant interlock alarm was caused by an out-of-calibration over-temperature sensor. The sensor was incorrectly triggering at a lower-than-intended temperature threshold. The sensor was recalibrated to address this issue.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the top interlock switch alarm was constant but there was no flowing water. There was no reported patient involvement.